Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of tonsil extraction for recurrent infections, the patient bled. The surgery went well, but after a few days, the surgeon had to hospitalize the patient for pain. Twelve (12) days had passed after the surgery, the patient began to bleed up to 300ml. Re-operation or additional surgical procedures was done by placing a transfixion ligation to stop bleeding in the middle region of the tonsil bed. Patient was on a soft diet between the procedure and re-bleeding. Patient was currently in good condition.